Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The inspiratory pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting and it was returned for investigation. The reported pressure transducer test failure was not reproduced during simulated use testing of the returned pcb in a reference ventilator. No logs were received to confirm the reported issue. However performed pre-use check failed the internal leakage. This caused autotriggering during ventilation which resulted in the respiratory rate being slightly higher than set. When the pressure sensor was replaced, the returned pcb was re-tested in a reference ventilator and it functioned normally. Microscopic and visual inspection of the pressure sensor showed presence of unknown particles on the edge of the ceramic cavity on the top of the sensor. Traces of unknown sticky substance were noticed on the pressure sensor¿s cap. The conclusion is that the presence of unknown particles has affected the pressure sensor¿s functionality. This is considered to be the root cause to the reported pressure transducer test as well the observed internal leakage test during simulated use testing. The root cause of the presence of the particles has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).